Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and advantage sling system were implanted. Additionally, it was noted that on (B)(6) 2008 mesh was implanted; and on (B)(6) 2011 and mesh and solix sis system were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due post vaginal wall prolapse and revision of posterior vaginal implant. It was reported that the mesh was explanted due to vaginal pain, dyspareunia, urinary retention, infection, and stress urinary incontinence. A mesh advantage was implanted on (B)(6) 2008: due to anterior/posterior vaginal wall prolapse and sui. On (B)(6) 2008 removal- dissection of the rt arm of the midurethral sling due to vaginal pain, dyspareunia, urinary retention and urgency. Mesh and solyx sis system were implanted on (B)(6) 2011 due to revision of previous mesh repair due to uterine prolapse and posterior rectocele, sui, pelvic pain, dyspareunia, extensive vaginal scarring, bowel problems, vaginal and rectal bleeding. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.